Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no med dra llt can be provided most recent follow-up information incorporated above includes: on 22-feb-2017: quality safety evaluation of ptc . Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 11 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (surgery to remove essure) other nonserious events were reported. Based on the available information, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("severe discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), dysmenorrhoea ("dysmennorhea ") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (surgery to remove essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, alopecia, dyspareunia and rash had not resolved and the dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible.a relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no med dra llt can be provided most recent follow-up information incorporated above includes: on 24-sep-2019: new pfs received- dysmenorrhea, menorrhagia.lab data and reporters information were added.product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain/pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 150 lbs. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea") and vaginal discharge ("vaginal discharge"), 14 days after insertion of essure. On an unknown date, the patient experienced pelvic discomfort ("severe discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), rash ("excessive rashes") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (surgery to remove essure coils on (B)(6) 2016/exploratory surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, alopecia, dyspareunia and rash had not resolved and the dysmenorrhoea, menorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain, rash and vaginal discharge to be related to essure. The reporter commented: discrepancy noted regarding essure removal, earlier removal is done but as per current pfs essure is not removed. Discrepancy noted in date of insertion- (B)(6) 2015, (B)(6) 2015 insertion details- 3 on left cornua and 3 on right cornua. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmenorrhea, vaginal discharge . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no med dra llt can be provided most recent follow-up information incorporated above includes: on 10-oct-2019: pfs+mr received- new event vaginal discharge were added. New reporter, height, lab data were added. On 11-oct-2019: no new significant information. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in a (B)(6) female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("severe discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse") and rash ("excessive rashes"). The patient was treated with surgery (surgery to remove essure coils on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, alopecia, dyspareunia and rash had not resolved. The reporter considered pelvic pain, pelvic discomfort, back pain, abdominal pain, alopecia, dyspareunia and rash to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 11 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (surgery to remove essure). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.